Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event involving unspecified spiros was reported that during the administration of vidaza (azacitidine), leakage was observed between the syringe and the spiros connector, resulting in medication leaking out. Leakage could lead to loss of therapy, underdosing, or interruption of treatment if the issue were to recur. There was patient involvement and no harm/adverse event reported.